Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrel flange of the bd luer lok¿ tip syringe with the bd precisionglide¿ needle broke while administering medication. The following information was provided by the initial reporter: "doctor while administrating the medication in cath lab experienced the breakage of the bd luer lock syringe plunger. 10 ml luer lock syringe was being used ...noticed the barrel flange of the syringe are broken."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 21-apr-2023. H6: investigation summary our quality engineer inspected the 3 photos and 1 sample submitted for evaluation. The reported issue of barrel / flange damaged was confirmed upon inspection of the sample and photos. Analysis of the sample and photos showed that the flange was clean cut off the body of the syringe. Our quality engineers reviewed the entirety of the manufacturing process for this product and at no point in our process could the damages observed occur. Bd was unable to determine a manufacturing related root cause for this failure after a review of our processes. Production records were reviewed, and this batch meets our manufacturing specification requirements. H3 other text : see h10.

Event description:
It was reported that the barrel flange of the bd luer lok¿ tip syringe with the bd precisionglide¿ needle broke while administering medication. The following information was provided by the initial reporter: "doctor while administrating the medication in cath lab experienced the breakage of the bd luer lock syringe plunger. 10 ml luer lock syringe was being used ...noticed the barrel flange of the syringe are broken."